Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration). (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm approxi mately 9.5 years ago. Vessel morphology from the time of implant is unknown. It was reported that there is 1 cm of distal stent graft migration and the physician plans to explant the stent graft; however, the procedure has not been scheduled. No further information was provided.